Event description:
Medtronic received information that unexpected battery power loss occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). S/w version 5.2a retainer ring = black customer returned pump for an alleged unexpected battery power loss found on (B)(6)2022. The pump passed the displacement test, active current test, sleep current test, however failed the self test due to moisture damage on the harness assembly vibrator. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery alert on (B)(6) 2022 15:10:00.000 which was expected, replace battery alert on (B)(6) 2022 00:41:00.000 which was expected and replace battery alarm on (B)(6) 2022 01:12:00.000 which was expected were found in the pump history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on the harness assembly vibrator and motor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case, cracked case (battery tube) and corroded battery tube. Unexpected battery power loss not confirmed. Moisture damage on harness assembly vibrator and motor assembly was confirmed. Vibrator motor anomaly due to moisture on the harness assembly vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.